Manufacturer narrative:
(B)(4).

Event description:
The report states "the pump had helium loss #2 alarms. There was no patient involvement. The pump assembly was replaced".

Event description:
The report states "the pump had helium loss #2 alarms. There was no patient involvement. The pump assembly was replaced".

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly and an ac3 pump assembly. The samples were returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly and pcs assembly was performed and dried blood was noted inside the bellow port of the pump assembly and pcs assembly. The pump assembly and pcs assembly were installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. Pumping was unable to be successfully initiated; the iabp alarmed for "purge failure". Visual inspection of the pcs assembly internal hardware was performed. Dried blood was noted inside the manifold and the vent valve v1. Due to blood contamination, no further functional testing could be performed. Blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of helium loss alarm is confirmed. Dried blood was noted inside the manifold and pneumatic valves which potentially created a blockage inside the pneumatic system. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pcs assembly and pump assembly. The root cause of how the blood entered the pcs assembly is undetermined. No further action required at this time. This will be monitored for any developing trends.